Manufacturer narrative:
If any new information is received, it will be submitted within 30 days

Manufacturer narrative:
Corrected data health professional. Occupation: other, senior counsel, litigation other, legal department additional information received per medical records indicate that the patient has a history of right greater saphenous vein aneurysm and thrombosis. The patient also had positive antibiotics for heparin-induced thrombocytopenia. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside of the inferior vena cava, tilting of the filter, blood clots and or occlusion of the inferior vena cava. Approximately five month and three weeks after the index procedure, there was an unsuccessful attempt to remove the filter. The medical records state that approximately seven months after the index procedure the patient experienced lower extremity swelling. The ppf states that the patient continues to experience leg numbness at night, shortness of breath, decreased arm/leg strength and back pain. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, thrombosis/embolism and device is unable to be retrieved. Additional information states that the patient experienced perforation of the filter struts outside of the inferior vena cava, tilting of the filter, blood clots and or occlusion of the inferior vena cava. Approximately five month and three weeks after the index procedure, there was an unsuccessful attempt to remove the filter. The medical records state that approximately seven months after the index procedure the patient experienced lower extremity swelling. The patient is also reported to experience leg numbness at night, shortness of breath, decreased arm/leg strength and back pain. The indication for the filter implant was right greater saphenous vein aneurysm and a history of thrombus. The procedural details of the filter implant have not been provided. Approximately six months post implant and unsuccessful percutaneous attempt was made to retrieve the filter as there was no longer evidence of deep vein thrombosis (dvt) in the right lower extremity. The patient had postoperative pains and hematuria, which was worked up by urology and found to be insignificant. Approximately three days after the attempted filter removal the patient returned with significant right lower extremity swelling. It was noted that the patient had large thrombus burden in the right femoral vein and in the inferior vena cava (ivc) just at the filter site. The patient was given heparin and underwent successful catheter-based thrombolysis. During this hospitalization the patient was diagnosed with previously unknown heparin induced thrombocytopenia. The patient was also noted to have protein c and protein s deficiency on clinic workup for hypercoagulable state in addition to some other factor level elevations echoing fibrinogen, factor xi. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting and thrombosis within the inferior vena cava and/or the filter and surrounding vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported filter tilt, and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Due to the nature of the complaint, the reported pain, decreased upper and lower extremity strength, numbness and swelling in the leg, shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These events do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, thrombosis/embolism and device is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported perforation could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Venous thrombosis and embolism do not represent a device malfunction and could not be confirmed without films for review. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation, thrombosis/embolism and device is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.